Event description:
The reporter stated the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2014 due to inadequate vaulting. The lens was removed through the original incision with no patient injury. There were no complications related to the inadequate vault. A longer lens was implanted and the problem was resolved. The patient is doing well.

Manufacturer narrative:
Pt weight: unk. Date of event: unk. (B)(4). Device evaluated by manufacturer? No. Lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl (12.6mm) was explanted/exchanged, almost six weeks postoperatively, for another icl (13.2 mm) to address "poor" vaulting. The longer lens resolved the issue and the patient was doing well. Given the last information probable cause of the event was biocalculation error. Dfu table instructs physicians how to properly choose the lens: "key visian icl surgical points visian icl length determination: during the u.s. Multi-center clinical study, sizing of the visian icl myopic lenses (12.1 to 13.7mm) was determined by the horizontal white-to-white and the anterior chamber depth (acd) measurements." Conclusions: based on the complaint history, work order search and the medical review, a probable cause of the event was biocalculation error. (B)(4).